Event description:
It was reported that the tip broke off inside the femur. The tip could not be retrieved and so was left in situ in the patient.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the available, the root cause for the instrument breaking cannot be concluded. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. It is also unknown if this event will cause any future harm or problems for the patient. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.